Event description:
It was reported by svc report that the jack was not working properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a f/u report may be submitted.